Event description:
It was reported that the green handle was breaking down. It was reported that the unit had been in service for three years.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.